Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 30-mar-2026. Investigation summary: bd received 43 unused samples, 4 contaminated samples, and 2 photos for investigation. The 43 unused samples were visually inspected, and no additional abnormalities were found. 4 contaminated samples and 2 photos showed the indicated failure mode of clotting was observed. Complaints for sample quality are under statistical control for the month of march 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality (clotting). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, four (4) samples exhibited clotting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, four (4) samples exhibited clotting. No adverse impact was reported regarding the patient or user.